Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro small piece of white plastic was being seen in the tunnel, they think something is being shaved off after inserting hemopro with tips up. The piece of plastic was taken out of the tunnel and continued the case with no issues. No harm was done to the patient.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25137407, 25137740, 25137838. The last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the last 3 lot numbers shipped to the account.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro small piece of white plastic was being seen in the tunnel, they think something is being shaved off after inserting hemopro with tips up. The piece of plastic was taken out of the tunnel and continued the case with no issues. No harm was done to the patient.